Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred ¿at least three months ago¿ the patient manages her diabetes with a combination of medications including ¿humalog, lantus and metformin¿. The patient denied that she made any change to her usual diabetes management routine as a result of the alleged product issue. She stated that 5 minutes after the alleged product issue began she developed the symptom of ¿raised blood pressure¿. The patient denied that she received any treatment for these symptoms. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the test strips being used were stored correctly and had not expired. The patient carried out the correct testing steps. However, no longer had testing supplies. The product issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged issue was not resolved during troubleshooting.